Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a pump error alarm. The customer¿s blood glucose level was unknown. The customer states having issue with priming the tubing. Troubleshooting was performed for pump error alarm and noticed had received an internal clock comparison error. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error, basic occlusion, occlusion, prime and compromised force sensor system, excessive no delivery and displacement test. No unexpected prime and fill anomaly or a20 alarm noted during testing.